Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. On investigation, the pump powered up to a dim display with a pinkish contrast. A battery compartment crack was found below the grip pad at the case seal. The keypad cover was found peeling from the base at the ¿ok¿ button while the buttons responded properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) 2015.